Event description:
It was reported to philips that a cross mark is appearing on the status bar. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the cross mark appearing on status bar. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rfu indicator, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.